Event description:
Balloon burst on device during procedure.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. Unit is sent to accellent for further evaluation. Accellent findings: the balloon is ruptured. The edges of the rupture exhibit wall thinning and the edges are ragged. The rupture does not exhibit characteristics indicative of a rupture caused by contact with an instrument. The balloon appears to have been over inflated but that cannot be confirmed. These devices are visually and functionally tested 100% prior to shipping.